Manufacturer narrative:
The product analysis indicates that two opened samples or part number 1883673hs from lot number 0214264511 were received. There was a residue consistent with biological contaminants on the device. The devices were analyzed together as it could not be determined which bur broke first. A microscope and calipers were used to evaluate the burs. The inner shafts broke 0.67¿ from the distal face of the inner hub which would have resulted in the reported malfunction. The break point corresponds to the proximal end of the outer tube in the front hub. When viewed under magnification, there was deformation of the locking areas on the front hub and striations around the outside diameter of the break points indicating metal on metal contact. There was gouging of the inner assemblies outside diameter which indicates aggressive use. There were biological contaminants compacted in the tips diamond grit which likely resulted in the customer applying excess pressure to the bur in an attempt to maintain performance. There was no allegation of a defect prior to use. The information indicates excess pressure was applied during use which caused the deformation of the locking areas; which then caused the inner shafts and outer tubes to rub together until the inner shafts broke. There was no indication of device fragments and the breakage would have been contained by the outer tube and the handpiece. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that while the handpiece was in use interoperatively, the choanal atresia bur broke into two pieces. The break did not result in fragments. This happened with two different burs of the same lot number. A replacement handpiece and choanal atresia bur were used to complete the case. There was no patient impact or injury. This report represent bur 2 of 2.